Event description:
In 2009, the pt's diabetes educator reported that the pt was currently in the intensive care unit of the hospital with elevated blood glucose of 1200 mg/dl. Upon follow up with the pt a week later, he stated that his infusion device is working properly and his blood glucose had returned to normal. He stated that on original date, his wife took him to the hospital because he felt nauseated and his blood glucose measured "hi" on his blood glucose monitor. At the hospital his blood glucose measured over 1000 mg/dl. He stated that the elevated readings were due to user error and neglect. He stated that he had a sore throat all week and he was taking antibiotics. He stated that he felt sick, but thought it was due to the sore throat and he didn't check his blood glucose or treat his readings. He stated that he was treated at the hospital and he was released the same night. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.